Event description:
The pt was admitted for a procedure in 2008, with a 90% moderately calcified, de novo lesion in the proximal to mid left anterior descending (lad) branch. The lesion was pre-dilated. Then a 3.0 x 33mm cypher stent was delivered to the lesion. While positioning the cypher, the physician felt resistance. The cypher was removed from the pt, keeping the guiding catheter engaged, and the physician confirmed that the edge of the stent was flared. The specific site where the stent flared is unk. Two other cyphers were used to complete the procedure. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.